Manufacturer narrative:
The customer¿s concerns of stuck claws could not be confirmed or reproduced. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No log review could be performed since no device or logs were returned. No testing could be performed since no product was provided for investigation. No device history review could be performed since no product or serial number was returned. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that the facility has ongoing issues with stuck claws on the syringe modules. No patient involvement and no patient harm.